Event description:
A report was received that the patient experienced back pain with stimulation. The physician explanted and replaced the patient's leads. After the replacement, the patient is reportedly doing well.

Manufacturer narrative:
Device was discarded at the medical facility. Additional suspect device components involved in the event: model: sc-2138-70, linear lead (phase iiia) 70 cm. This is the final report.